Manufacturer narrative:
Report of an explant at implant of an edwards mitral valve due to bleeding caused by a ventricular rupture. Device was not released to edwards for evaluation and the serial number was not provided. Rupture of the left ventricle is a major complication of mitral valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered for the cause of this complication: retraction of the ventricle when the left atrium was fixed by adhesions from a previous operation, forceful retraction and inadvertent incision of the annulus, insertion of an oversized prosthesis, and deeply placed sutures in the myocardium. These is no information to suggest a device malfunction or quality deficiency related to this event. Review of the provided information suggests technical/operational and anatomical factors as likely contributors to this event. No further action is required at this time.

Event description:
It was reported by or nurse via sales that an edwards mitral bioprosthetic valve size 31mm was explanted at implant due to a ventricular wall rupture, and was replaced with another non edwards device. It was also reported that the patient expired intraoperatively. The operative report indicates, " [subject valve implanted]...decannulation was accomplished. We were assuring surgical hemostasis when suddenly the pericardial cavity filled with blood and the blood pressure disappeared. I tilted the heart up and noted posterior ventricular rupture...the rupture was inspected, it was not an av dissociation but rather a perforation of the posterior wall and adjacent to the perforation was one of the strusts from the valve. I took a heavy needle holder and bent the strut in to relieve this pressure on the ventricular wall...I then replaced the valve [non-edwards device], and the atrium closed. We removed the aorta cross-clamp and without much blood pressure, the bleeding was considerable but manageable. When we has the patient checked, the bleeding was torrential. It was obviously from the posterior ventricular rupture. At this point, no further repair was possible. The posterior ventricle is too friable to support reconstruction. We turned off the pump at 1541 hours. Time of death is 1543 hours." There has been no allegation of device malfunction or quality deficiency related to this event by the healthcare provider. No further information provided.

Manufacturer narrative:
Additional manufacturer narrative: device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.